Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks were on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The lighting controls on the controller were tested and the scope lighting adjusted accordingly, no problems were observed with scope lighting or plastic optical fibers (pofs). The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. No signs of procedural residue were present inside the handle. The device appeared unused. The reported event was not confirmed. Product analysis was unable to replicate the failure or identify any damage or defect that could have caused or contributed the reported event. A review of the risk documentation confirms that the failure is not a new or unanticipated event. The risk documentation lists that the reported event can be caused by damage to the electronic components, fluid leaks, tip damage, or cross-talk between electronics. The design failure modes and effects analysis (dfmea) lists mitigations in place that control design features through specification and manufacturing inspection, and therefore it is unlikely an issue with the design of the device. A device history record (DHR) confirms the device met all manufacturing specifications, and therefore there is unlikely an issue related to manufacturing. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additional information: block d4 lot number, expiration date, and unique identifier (UDI #), and h4 device manufacture date have been updated based on additional information received september 24, 2021.

Event description:
Note: this report pertains to three spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, there were three spyscope ds ii catheter failed to connect into the controller. There was no light ever came on the spyscope ds ii catheter. The light intensity indicator and the lightbulb power button flickered consistently. A loading dots coming on and off on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Medical device problem code (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to three spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, there were three spyscope ds ii catheter failed to connect into the controller. There was no light ever came on the spyscope ds ii catheter. The light intensity indicator and the lightbulb power button flickered consistently. A loading dots coming on and off on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.